Event description:
At approximately 00:30 on 1/23, patient's baxter novum pump with running milrinone had alarmed saying that the bag was near empty. When the nurse went in there to check the alarm, she checked the bag and found it completely full. Nurse also squeezed the chamber to make sure that the bag was properly spiked, which it was. The nurse switched the pump and made sure that the milrinone was running and took the malfunctioning pump out of the room. Patient decompensated. Now on ECMO.